Event description:
It was reported that a patient underwent a mammaplasty procedure on (B)(6) 2024 and suture was used. During the procedure the suture is used to seal the skin, the needle comes out of the thread, leaving the needle inside the patient's breast. A manual search is initiated and radioscopic control is requested to find it and it is observed that it is located inside the patient's cavity. There were no patient consequences reported additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/4/2024 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - were the needles retrieved during the same procedure? Please provide details. - what measures were taken to retrieve the needles? Please provide details. - was there any additional tissue damage as a result of searching for the needles? *if not retrieved, is there any plan in place to remove the needles in the future? Please provide details. - was there any change in the patient¿s post-operative care due to the prolonged procedure? - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was reported: was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 10, action taken when event occurred? --> they looked for the needles in the patient. They couldn´t find them, so they used radioscopic control to look for it., was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown.